Event description:
It was reported that a post-operative check showed inconsistent capture due to high right ventricular (rv) pacing thresholds. Device tachy therapy was turned off as per the physician, and a chest x-ray was obtained which showed potential slight lead dislodgement. Subsequently, a revision procedure was performed to reposition the lead. Besides intervention, there were no adverse patient effects reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.